Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Reaction was described as an itchy rash, located under the sensor pod. Affected area was treated with prescription cream. Cream was prescribed by the patient's doctor sometime in (B)(6) of 2016. Patient's mother was unable to recall exact date of doctor visit or name of cream. No additional event or patient information was provided.